Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3998, lot# l74874b, implanted: (B)(6) 2000, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had a broken lead in 2004 and whenever they turned on the implant it would zap him. The lead was revised. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a revision with the leads/extensions in 2004. As of (B)(6) 2017, the patient just had a CT scan and it appeared that the leads were intact to the extensions and battery.